Manufacturer narrative:
Summary of evaluation: the patellar component cannot be evaluated for reported wear as the device has not been returned for evaluation, but rather retained by the patient. Lot code info has not been supplied and attempts to obtain the lot code have been unsuccessful. Should device or additional info become available this evaluation will be reopened.

Event description:
Physician suspected worn polyethylene and found this to be true. Pt under went revision surgery of patella and insert.